Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.